Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance measurements. The lead was successfully capped and replaced. The patient was discharged the following day in stable condition.